Event description:
The customer reported that the left (live) monitor was intermittently not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.